Event description:
Pt was found to have a needle broken off into the scalp. Pt was transferred from ICU to a hospital. A shiny spot was observed on the head. Pressure was applied to the site, and broken needle tip with the catheter adhered to it, emerged. Pt showed no signs of infection.